Event description:
It was reported that high impedance was detected on the patient's generator. Due to this, the patient's generator was disabled and they were referred for surgery. The patient underwent a full revision of generator and lead due to the high impedance. The suspect product has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
Age at time of event, corrected data: supplemental MDR 1 inadvertently did not update the patient's age to (B)(6). (B)(4).

Event description:
Product analysis was completed on the returned lead. A lead fracture was not verified by product analysis; however, a small portion of the lead assembly , including portions of the inner silicon tubes, quadfilar coils and the positive and negative electrodes was not returned for analysis, and so a complete evaluation on the product could not be performed. Continuity checks were made with no discontinuities found. Set screw marks were found on the lead pin, which indicates that, at one point in time, there was a good electrical and mechanical connection between the lead and generator. The condition of the lead was consistent with conditions that typically exist after explant with no anomalies identified. No further relevant information has been received to date.

Event description:
The explanted lead and generator were returned. It was indicated that the patient had loss of efficacy due to the high impedance. Product analysis was completed on the generator and it met functional specifications. Product analysis has not been completed on the suspect lead to date. No further relevant information has been received to date.